Event description:
The patient experienced a loss of stimulation sensation. At a reprogramming session, all electrode impedances were greater than 3600 ohms. The device system was explanted. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
This report is being submitted late, due to a delay by a manufacturer employee. A process improvement plan and training are in place. In 2008, the leads and implantable neurostimulator were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.